Event description:
A malfunction was reported by the customer, experiencing an error associated with 12-0x2071. There was no information provided about the impact on the customer¿s blood glucose level. Additional information was not provided.